Event description:
Caller reports lancet protrudes beyond the end cap of the fastclix device and remains in the finger. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).